Manufacturer narrative:
The investigation based on the surgery data log pointed out that the root cause of the incident is a design defect already known.

Event description:
It was reported that during a surgery a communication error caused a system shutdown while driving the robot arm to the intermediate position from a trajectory. The system was rebooted, and the surgery was completed with no complications.